Event description:
A patient with inappropriate sinus tachycardia, who failed radiofrequency ablation one month prior, had epicardial mapping and cryoablation with phrenic nerve pacing coverage and procedural observation of normal diaphragmatic motion. Three days later at discharge, patient was found to have decreased movement of the right hemidiaphragm and was discharged on breathing exercises and will be monitored as an outpatient. This event constitute a serious injury manifested 3 days after tissue ablation in region of affected nerve and the event persisted at the time of discharge. This event is a known complication of the cryoprocedure when conducted adjacent to the phrenic nerve. The device did not malfunction but its contribution to this event cannot be ruled out.